Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported ruptured implant. The device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on radius, white encapsulation and underweight. A visual and microscopic analysis was performed which identified: opening crease sharp on radius and wear abrasion. Based on the device analysis the final assessment is: an opening crease sharp on radius assessed as fold flaw opening

Event description:
Healthcare professional reported ruptured implant. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5 , d.7 , g.5, h.6.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported "alcl risk."

Manufacturer narrative:
Reason for removal noted "alcl risk".